Manufacturer narrative:
(B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
The international customer reported that, during the long term usage of the turbo-ject® double lumen over-the-wire power-injectable PICC (peripherally inserted central catheter) line in an antibiotic infusion indication, the device broke at the hub. The line was placed on (B)(6) 2017, and the break reportedly occurred on (B)(6) 2018. The product problem ultimately necessitated the removal and replacement of the complaint device over a guidewire. Additional information was requested from the customer, but none was available. The device is reportedly available for return; however as of the date of this report, no device has yet been received for evaluation.

Manufacturer narrative:
Investigation ¿ evaluation: a review of the complaint history, device history record, documentation, instruction for use (IFU), quality control data, specifications and visual inspection of the device was conducted during the investigation. One device was returned for investigation. A visual examination noted the white hub is missing from the device. The white hub was not returned. Additionally, a document based investigation evaluation was performed. Based on the investigation evaluation, there is no indication that a design or process related failure mode contributed to this event. Current controls for manufacturing are in place to assure functionality and device integrity prior to shipping. Review of production and quality documentation did not observe any specific issues with current manufacturing or quality controls that may have contributed to this incident. There is no evidence to suggest the product was not made to specifications. A review of the device history record showed no nonconforming events which could contribute to this failure mode. It should be noted there were no other reported complaints for this lot number. Based on the information provided, the examination of the returned product, and the results of our investigation, a definitive root cause could not be determined. This failure mode has been escalated per internal processes. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.